Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on a ra lead failure iegm on the hmsc from (B)(6)2025. All lead trends had been trending fairly normally, with the exception of a slight decrease in the rv pacing threshold in the last few months. No adverse patient events were reported. Should additional information be received, this file will be updated. Lead remains implanted.